Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information and was informed that the procedure was completed using the same device. The users had reportedly been closing the trocar site when the distal tip of the lens cleaning sheath was noted to be missing. The users opened the patient's abdomen and retrieved the distal tip of the lens cleaning sheath using and unspecified device. The patient was discharged on (B)(6) 2011 and is reportedly doing fine. The device referenced in this report has not yet been returned to olympus for evaluation. The user facility reported the presence of a complete tear in the flexible tube section of the cleaning sheath, and that the distal tip had separated from the device. This breakage possibly occurred at the trocar end when the physician withdrew the scope with the sheath attached. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy procedure, the lens cleaning sheath was torn, and the distal end of the sheath fell off into the patient's body cavity. The physician was able to successfully recover the distal end.